Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. MDR is being submitted as a result of a retrospective complaint review

Event description:
The rubber on the wheels came off.